Event description:
The customer reported the subject device was displaying an error code e200 (clv turret error). There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event.

Manufacturer narrative:
The subject device is expected to be returned to olympus for evaluation. The device has not yet been received. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this event has already been reported on medwatch 8010047-2022-05220 (patient identifier (B)(6)). Refer to this file for supplemental information related to this event.